Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a failed battery test. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the failed battery test alarm did not recur after placing a new battery. The insulin pump will not be returned for analysis.